Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, since the investigation is on-going, the assignable root cause could not be determined at this time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device bearings were damaged, the ball-bearing fell apart, the device was missing balls and cage and the curtain sleeve was damaged. It was further determined that the device failed the following pre-tests: visual, cutter insertion and temperature. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device bearings were damaged, the ball bearings came apart, the balls and cage were missing and the curtain sleeve was damaged. It was also observed that the observed that the bearings were worn out and loose creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through. The device failed the following pretests visual assessment, cutter insertion and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.